Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 stent device was returned inside a rebar 18 catheter with the stent partially deployed. The device was inside a sealed biohazard bag and a shipping box. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches¿. Therefore, the rebar 18 catheter appeared incompatible with the solitaire fr 6-30 stent device as it had a labeled inner diameter (ID) of 0.021 inches. Damaged location details: the solitaire fr 6-30 working length was missing a finger marker and broken struts, but the other three finger markers were intact and undamaged. The non-working length was kinked at the teardrop struts. No irregularities were found outside the proximal marker, and the marker coil is in good condition. The detachment zone is bent distal to the marker coil. No anomalies were noted on the pushwire. The catheter tip was found to have a tear, while the marker appeared in good condition. No damages were found on the catheter body and catheter hub. No other anomalies were found. The broken ends of the struts were sent out for sem analysis. Testing/analysis: the solitaire fr 6-30 stent device was removed from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. Per the sem test results, the two broken ends of the struts failed via tensile overload. Conclusion: based on the reported information and device analysis, the customer¿s complaint of resistance was confirmed as the rebar 18 catheter and solitaire fr 6-30 were damaged. From the damage seen on the catheter tip (tearing), and on the stent (kinked teardrop struts, bent detachment zone, broken struts), there was high force used. The broken ends of the struts failed via tensile overload. The damages likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. The root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgical preparation, the stent was hydrated and vented normally. After the microcatheter was in place, the stent was delivered into the microcatheter after hydration and venting. During the delivery process, it was found that there was great resistance in the proximal section of the rebar18. After it was pushed out of the sheath, it was found that the tip was kinked. The reported device and any accessory devices were prepared as indicated in the IFU. There were no patient symptoms. The patient was being treated for ischemic stroke in the terminal of internal carotid artery. Mrs baseline was 5 and procedure was 4. Nihss score was 17 baseline and 15 post procedure. Tici was 0 baseline and 2b post procedure. In tpa was not contraindicated and there was 1 pass made with the device. Stroke onset to reperfusion time was 5 hours. 2024-09-30 e1 (rep, for, hcp): additional information received that on the day of surgery, the stent was fully hydrated and rinsed, the microcatheter was vented, and the stent protective sheath was pressed against the tail end of the microcatheter during delivery. The cause of the kink was determined to be the compatibility issue with the rebar18 microcatheter.